Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis, the 32101, 48100, 32056, and 1007 errors were found. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the usm was inspected, and no faults could be identified.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, clinical sales representative (csr) called in with a recoverable fault on arm 2 that will not clear. Csr had done 2 restarts with no change. Technical support engineer (tse) had csr do a hard restart of patient side cart (psc) with no change. Site needed 4 arms, but is going to try with 3 to complete the case. The procedure was completing as planned with no reported injury.